Manufacturer narrative:
Through follow up, livanova was informed that the process was followed and the gas blender was turned off automatically. According to customer, it took about 20-30 seconds for all component to reset, however, the gas blender did not come back on. The pump screen crashed again and pump head stopped for a split second then turned back on. The team was wasn¿t able to operate the cockpit rheostats. Team attempted to get an oxygen tank and did not lower rheostat. The flow was maintained and patient oxygenation was crucial in that moment. Finally, cockpit reset was completed and come back up, no ¿last case¿ button was available and the gas blender remained off. Perfusionist selected same profile was previously used and it went back into our pre-bypass checklist, he bypassed this screen to get the gas blender back on. The whole event took between 1-2 minutes, according to hospital cdi the patients po2 dropped from 308 to 32. According to customer, the gas blender returned to factory setting that medical team do not normally use. As per livanova medical assessement, 1 to 2 minutes of hypoxia is not generating serious injury to the pediatric patient. Livanova submitted a dedicated FDA 806 form on 31st october 2024. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Through follow up with the customer livanova was informed that, patient was a ex-37.1 week gestational age, female with trisomy 21 and chromosome 8p microdeletion with prenatal diagnosis of unbalanced right dominant av canal confirmed on post-natal echo which showed moderately unbalanced right dominant complete av canal; large primum asd and small secundum atrial communication with left to right flow; large unrestrictive inlet type vsd; moderate pda with primarily left to right shunt; mild common avv insufficiency; and one avv chord appearing to originate at the septal crest. The patient was seen for routine cardiac follow up appointment on (B)(6) 2024. During this appointment, it was noted that her oxygen saturations were in the mid 80s, which was lower than her normal saturations of mid 90s. During the appointment, her oxygen saturations would dip into the mid 70s. Mom also gave interval history of recent runny nose and cough that the patient had developed after receiving her vaccines the day prior. Decision was made to admit patient from clinic for monitoring after hypoxemia observed in clinic and if supplemental oxygen needed, ensure pulmonary circulation is appropriate. She was febrile on night of (B)(6) 2024 and workup was obtained. She continued to have intermittent fevers until (B)(6)2024. There was no growth from blood or urine cultures obtained on (B)(6)2024. She remained hospitalized without further concerns for infection. Additionally, the signs and symptoms of upper respiratory infections resolved and the decision was made to proceed with surgical repair. On (B)(6) 2024, she was taken to the or for a 2-patch technique repair of avc and primary closure of secundum asd. During the procedure the pediatric perfusion team experienced a major patient safety event during the av canal repair. The perfusion team placed the 5kg patient on bypass with the essenz perfusion system. All safety checks were performed, as is our standard at ummc. The patient was on the pump approximately 10 mins when the event happened. After bypass was established and cardioplegia was given, the pump cockpit fell into a greyed-out screen for about 10 seconds. During this time, the main arterial pump head continued to run, but the gas blender was cut off. Ummc was advised of this potential issue by livanova in an email dated (B)(6) 2024. As instructed in the alert from livanova, if this should occur, we used the bottom backup panel until the home screen reset. Once the home screen came back on, we pressed the ¿last case¿ button. However, the gas blender turned off automatically. It took about 20-30 seconds for everything to reset, however, the gas blender did not come back on. The pump screen again crashed, but this time the pump head stopped for a split second then turned back on, but we weren't able to operate the cockpit rheostats. After a time, the home screen had come back up. This time, there was no ¿last case¿ button and the gas blender remained off. The whole event took between 1-2 mins to revise and according to our cdi the patients po2 dropped from 308 to 32. The patient¿s ph was 7.13 on an abg. It is also noted that the gas blender returned to a factory setting that we do not normally use. The co2 was flowing .2l, the fio2 was 21%, and the sweep was 0.6. We were able to conduct bypass until we started to rewarm the patient. During that period of time, the event happened again. This time, it turned the gas blender off again, but we were able to start back the ¿last case¿ button. Patient was admitted to the pediatric ICU following surgery and was subsequently transferred to the cardiac stepdown unit on (B)(6) 2024. Patient went home on post-op day 10. As she is a 6-month-old with trisomy 21 we were unable to do an extensive neurological exam and we didn¿t have any baseline eeg or neuro imaging but she had no focal findings and had returned to her neurological baseline. Based on livanova medical assessment, in the case the egb is below to target setting and if the time to recover the target setting is longer it can be solved by: 1) starting the egb independently in few seconds having the gas flow immediately 2) in case of egb failure the moment you see it the perfusion should ask for oxygen bottle to connect immediately. This is a stress a panic situation and the customer can react differently. There is no correlation between patient impact with device malfunction. The event has been investigated trough the analysis of the cockpit log files, confirming that the tscp failure was logged at the time of the event. In details, the first cockpit reset occurred at 10:30:31 am and immediately at 10:30:40 am the "last case button" was pressed. At 10:30:49 the cockpit reset a second time and then the "last case button" was not available, indeed the user at 10:32:07 am selected the profile name: 3/16x1/4. Moreover, no error message indicating a pump stop has been recorded. Additionally, an analysis of the complaint database revealed reports of similar events from other customers using sw hlm.1.5. The following findings were established during the investigation: a software anomaly was identified and logged as the root cause of the issue. The anomaly was linked to a memory violation, causing the cockpit gui to reset. During the reset, critical functions of the heart-lung machine, including pumps, alarms, sensors, and safety systems, continued to operate as designed. However, in specific scenarios, the gas blender switched to standby mode, requiring manual reactivation via the user interface. After a second reset, operators must initiate a new case from the home screen. The issue has since been resolved with the release of software version hlm.1.5.1, ensuring no further occurrences of the anomaly. Livanova has intiated a CAPA (ca-0016) and a field action (fa-cp-mun-2024-004) to solve the issue. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6) . This event has been conservatively reported to FDA, despite livanova's risk analysis assessing the overall risk as low and within acceptable limits. Livanova initiated an investigation. Livanova is releasing a customer communication as part of recall action and dedicated FDA 806 form will be submitted shortly. Dedicated follow-up report will be submitted reporting the recall reference when available. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a cockpit reset of an essenz console equipped with software version 1.5 occurred during procedure. After the cockpit came back up "last case" option was chosen, and the cockpit screen went black again. When the cockpit came back up this time the "last case" button was not available. Then, the user proceeded to choose the profile needed for the patient. Once this was chosen, gas blender turned off and it came back with initial settings. Therefore, adjustments on gas blender settings were immediately done. There was no patient injury.